Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory log found no device irregularities. The device was interrogated and the therapy history was reviewed; it was found there was one episode on the date of explant, but there were not stored electrograms (egms), the episode was labeled as a vtachy event. It was verified that in the device settings egm storage was programmed off. As there were no egms for review, there is no way to confirm if there was noise being detected by the device. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observations from the field were unable to be confirmed.

Event description:
Boston scientific received information that this pacemaker was being replaced for normal battery depletion. During the procedure, as the pocket was being dissected with bovie electrocautery the patient went into monomorphic ventricular tachycardia (vt) at a high rate and required external defibrillation. No additional adverse patient effects were reported. It was questioned if there was anything within the device that may cause asynchronous pacing which might result in an "r on t" to initiate the vt. Boston scientific technical services (ts) discussed the potential causes of ventricular pacing during electrocautery. The device was sent back for analysis and a request was made for additional focus regarding if there was any noise reversion/asynchronous pacing and to see if there was anything stored in the logbook recording this vt event which may possibly show the onset of the arrhythmia to see if the cause of the vt was asynchronous pacing.